Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device are unknown. No information has been provide to date

Event description:
It was reported that the pump powered off during patient use. No patient injury reported.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to any previous repair. Visual inspection of the device found the tamper seal missing. There was evidence of error in the event history log, however, the customer reported problem was not duplicated at power up. The investigation was unable to determine the cause of the error, however the event history log showed multiple medium alarm displayed: loss of power occurred while running. Thus, it was recommended to replace the micro processing unit board as preventative measure. The root cause of the reported problem was unknown. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device has not been in for service previously. Corrected data: correction: h4: mfg. Date. 21-feb-2018. Correction: d4: model number: 2120.